Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl (concentration 1500 mcg/ml, dose 341.3 mcg/day) and bupivacaine ( concentration 20 mg/ml, dose 4.551 mg/day) via an implantable pump for spinal pain and failed back surgery syndrome. The patient stated that she had some issues with her pump, she went in for a refill on the day prior to this report date and it took 18 punctures, they could not get the needle in even under fluoroscopic, she was reportedly looking like a pin cushion on this report date. The doctor was able to get the refill done, the doctor ran a report and in the interrogation it said she should have had 3.4 ml but she had over 5 ml. Patient wanted to know if the discrepancy in the amount is the pump or her ptm and it was reviewed that the ptm receives the information from the pump. The patient was redirected back to her hcp to have them look at her pump to see why she had that discrepancy. Patient inquired if the pump can be turned off or does it need to come out and it was reviewed that would be a medical decision and the pump can be turned off. Patient mentioned that she no longer had health insurance. Patient also reported that beginning about a week or 2 ago, the pump did not seem to be laying flat anymore, she had anchors and the pump shifted at an angle, she had a tearing feeling about 2 weeks prior to this report date in her upper right quadrant and had the pump in two pouches because her pump had flipped. On the day prior to this report date, the doctor was trying to move the pump because her port was usually at 7 o'clock and the hcp pushed on her navel and she started to cry, that was the first time she felt it in her navel. There was no out of box failure reported. It was noted that the patient became emotional and wanted to get off the phone. No further complications were reported